Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen.3 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The customer has been repeating any values that fall within a critical range due to ongoing hardware issues. The first sample initially resulted in a glucose value of 5 mg/dl with a data flag and it repeated as 129 mg/dl. The second sample initially resulted in a glucose value of 3 mg/dl with a data flag and it repeated as 73 mg/dl. The repeat values were deemed correct.

Manufacturer narrative:
The glucose reagent lot number was 67232801. The reagent expiration date was requested, but not provided. The field service engineer replaced vacuum diaphragms, verified rinse adjustments, and adjusted a probe. Reagent probes were cleaned. A cell blank measurement was performed. The customer ran controls and precision studies. Control recovery was accepted by the customer. The investigation is ongoing.

Manufacturer narrative:
Quality controls recovered within range. There was no indication of a reagent performance issue. No relevant alarms were observed in the alarm trace. The field service engineer determined there was an issue with the analyzer vacuum diaphragms. The diaphragms were replaced, and the rinse adjustments were verified. Probes were cleaned and adjusted. The investigation determined the service actions resolved the issue.